Event description:
Dr was in the operating room and went to use his ta stapler with ta 90b reload. Upon firing, a "talcum powder" type dust spurted out inside pt's gut. Gut was irrigated with kartrex solution and suctioned.